Manufacturer narrative:
Device evaluation: the affected device has not returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during an angiography procedure air entered into the manifold system through the contrast administration line. The air was found prior to reaching the manifold and syringe and was not injected into the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
One device was returned for evaluation. The unit was tested for flow and ventilation and operated within specification. The reported failure could not be confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.